Event description:
Our distributor for (B)(6) was contacted by a vns treating physician who was reporting that he had a pt who could not be interrogated and was having an increase in seizures. It is unk if their seizures were above or below their pre-vns baseline rate. It is likely their vns generator is at end of battery life. A battery life calculation was performed on limited programming history and shows the generator to be past eos. The pt was implanted at (B)(6). The device was switched on (B)(6) 2004 - settings 0.25ma, 30hz, 500us, 30secs on, 3 mins off. The pt then left (B)(6) and was treated in (B)(6) - at present their current physician does not have any history or knowledge of any details of this 5 year time period. The pt then returned to (B)(6) and was seen (B)(6) 2009 at (B)(6) and the device at this time was set at 1.5ma, pulse width 750us 30secs on, 3 mins off, so the (B)(6) increased the output current to 1.75ma and reduced pulse width to 500us. The pt then moved from (B)(6) to (B)(6) and was lost to f/u until last month - (B)(6) 2011. The pt is a twiddler, so lead breakage is possible as well but not confirmed or based on diagnostics as none can be performed at this time. The child is unable to communicate so it is difficult to know if magnet activation has any impact. Surgery is likely to replace their generator, but no date set at this time. Good faith attempts are underway.